Manufacturer narrative:
(B)(4) customer samples were received for evaluation. Sleeve functional testing was performed with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6229721. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® safety-lok¿ bcs with pre-attached holder had blood in the holder and this would leak onto the user's hands. No injury or medical intervention reported.